Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging vena cava perforation, organ perforation and caval thrombosis. Report from computerized tomography (CT): "ivc filter is identified within the infrarenal ivc multiple prongs are seen extending beyond the confines of the ivc with one abutting the gonadal vein, one abutting the duodenum, and abutting the right upper ureter hypodense filling defect seen within the suprarenal ivc (2 38) suspicious for nonocclusive thrombus." Lnfrarenal ivc filter in place with multiple prongs extending beyond the vessel wall. No filling defect within the filter itself, however peripheral filling defect in the suprarenal ivc worrisome for nonocclusive thrombus."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, thrombus. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: non-healthcare professional. PMA/510(k): k171712. Summary of investigational findings: the following allegations have been investigated: perforation of organs, tissue, duodenum. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
It is alleged that "[pt] has been implanted with a cook celect filter on (B)(6) 2015. Description of event according to initial reporter: it is alleged that "[pt] has been implanted with a cook celect filter. The product identification sticker for the cook celect filter was included in her medical records and identified the device¿s lot number as e3300025. In late- (B)(6) 2017, she underwent a computed tomography (¿CT¿) scan of her abdomen and pelvis. The CT scan revealed that the cook filter struts had moved since the filter was placed, with the struts perforating outside of [pt]¿s vena cava and into surrounding organs and tissues, including her duodenum and right upper ureter". Patient outcome: it is alleged that "[pt] is now at risk for future filter fractures, migrations, perforations and tilting. She faces numerous other health risks, including death. For the rest of her life, [pt] will require ongoing medical care and monitoring."